Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause remains unknown and that no additional troubleshooting and interventions have taken place. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3886, lot# l98156, implanted: (B)(6) 2001, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative stated that oor impedances during intr-operative. Representative reported that >4,000 on electrode 3 with all combinations noted intra-op. >4,000 with electrode combination 0 & 2 immediately post-op. All impedances were within normal range immediately pre-op. Healthcare provider initially suspected that it was that lead may not have been all the way through the battery head. Healthcare provider removed the lead out of the header block, wiped it off and reinserted it and retested impedance test up to 3v and it continued to show contact #3 >4,000. The issue was not resolve at this of the report. Healthcare provider stated that since as the patient wasn't using electrode 3 for current programming, he didn't see the need to change the lead at this time. There was no surgical intervention planned or occurred. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Update.